Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history did not indicate a lot specific quality issue. The reported difficulties appear to be related to circumstances of the procedure. During removal, interaction with the guiding catheter resulted in the material deformation and the stent dislodgment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the 3.5x15 mm xience sierra stent delivery system (sds)was advanced to the 90% stenosis in the mid right coronary artery (rca). The patient had recent onset of angina and there was pre-existing thrombosis in the vessel. The xience sds reached the lesion, but was unable to advanced across the lesion. The sds was then stuck in the lesion. Deep intubation of the vessel was done with the guiding catheter to remove the sds with the guide catheter as a unit from the rca. There was visible damage on the proximal stent due to the forceful retraction against the guiding catheter. The sds was unable to be retracted into the guide catheter and the stent dislodged from the sds. A new balloon was inserted through the dislodged stent to deploy it in the radial artery. A new xience sierra stent was used to treat the rca. No additional information was provided.